Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the manufacturer representative (rep) that the patient received a implantable neurostimulator (ins). The issue was considered resolved. The information was confirmed/provided by the hcp.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that patient with a deep brain stimulation implantable neurostimulator (ins) underwent a cardioversion procedure. Prior to the cardioversion, device settings were changed to the recommended cardioversion settings. Following completion of the cardioversion, attempts to connect both the tablet and patient handset to the ins resulted in a "no device found" message. A clinician tablet reset was performed, but the connectivity issue persisted, with the tablet again displaying the "no device found" message. Troubleshooting steps did not resolve the connectivity issue. The caller planned to attempt connection using a second tablet. No patient complications have been reported as a result of this event.

Event description:
Additional information was received from the manufacturer representative (rep) that the patient received a implantable neurostimulator (ins).

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.